Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the customer wants to order the optical switch due to field change order (B)(4) that deals with a therapy switch failure. There was no patient involvement.